Event description:
It was reported that foreign matter was found in the bd¿ slip tip syringe with precisionglide¿ needle during use. The following information was provided by the initial reporter, translated from chinese: "the nurse found that there was a foreign matter in the syringe during the exhaust, which was not used by the patient and was discarded at that time".

Manufacturer narrative:
Initial reporter e-mail: unknown. Investigation summary: no photos or samples were received by our quality team for evaluation therefore the failure mode could not be verified. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. There is currently a 3-hourly outgoing inspection and 2-hourly in-process inspection in place to check for foreign matter. Based on the quality team's investigation, the root cause of this incident cannot be determined. Examination of the product involved may provide clarification as to the cause for the reported failure. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.